Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the snap assembly disconnected twice post operatively. The physician indicated this has happened twice, and that the snap occurred on connection. One revision occurred as a result of the issue. The physician confirmed they don't use the tool to put the pieces together, but rather snap them together with their fingers. Additional information received reported that the cause of the device disconnecting was not determined. It was stated that one device was reassembled during a revision surgery, and the other was discarded.